Event description:
A pump with failure code 12:303. It is unknown when this failure code occurred. It is not known if there was any pt injury or medical intervention necessary according to the hospital representative. No additional contact information is available.